Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the paper tape is causing to pull the skin too much. Clinic gave her plastic and silk tape to try, which were worse for her sensitive skin, patient is using paper tape but limiting the amount of skin the tape touches, the patient involvement is unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).